Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 2 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history did not indicate any power issues. The pump history indicated that the pump was in use until (B)(6) 2011; there was no data available in the pump history from the time of the complaint due to continued pump use. There was no damage found to the battery cap and compartment. The battery cap was able to secure appropriately during testing. There was no damage found to the power circuit. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be confirmed or duplicated on investigation.

Event description:
A family member reported that the pump has lost power 4 times in (B)(6), and that the date and time are not correct when power loss occurs. No further information was provided, and the pump is not being returned at this time; there have been no further reported incidents. This complaint is being reported due to the allegation of power loss.